Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4)

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose of 600 mg/dl. The customer's spouse mentioned that they received insulin flow blocked alarm. Troubleshooting for insulin delivery was done. The customer's spouse performed fill cannula and the insulin came out. The insulin pump will not be returned for analysis.